Manufacturer narrative:
The pump was returned to animas for evaluation. The pt also reported that there was moisture within the battery compartment. Evaluation revealed crack in the battery cap and corrosion within the battery compartment consistent with the pt's complaint. The pump user guide instructs that the battery cap should be replaced a minimum of once each year. There is no indication that the battery cap was replaced by the user. Evaluation also found insulin delivery to be operating within required specifications and delivery accuracy.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka.